Manufacturer narrative:
(B)(6). Follow up: it was reported there is a presence of biers on the end of the needle. As the physical needle sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo is blurry but shows what appears to be a needle with a particle adhered to the outer surface. No other information could be obtained from the photo. A device history record review was completed for provided material number 305211, lot 3158853. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Presence of biers on at the end of the needles...when opening a brand new box of vabysmo". Material: 305211 batch: 3158853